Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the insulin pump had a hardware low level failure. The customer¿s current blood glucose level was 3.7 mmol/l at the time of the incident. The customer reported this is the second time that the error has happened and that the first instance was on the (B)(6) 2017. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.